Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is malfunctioning. The buttons were not working and kept ramping. There was a keypad anomaly. The blood glucose reading is 5.7 mmol/l/. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test and no number ramping anomaly was noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with a cracked case near the display window corner, minor scratches on the display window, a cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube window, a stained address and serial number label and a stained end cap sticker. No frozen screen was noted.